Event description:
As reported by the user facility information by bbm sales organization in ukraine: "overinfusion". According to the complainan an oncological patient undergoing chemotherapy treatment was infused 12 hours earlier than expected. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Root cause analysis: device history record (DHR):- reviewed the DHR for batch 22b18gea71, there is no abnormality and no such defect detected at in process and at final control inspection. Sample/s evaluation: the flow rate report of affected batch 22b18gea71 was reviewed. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between -2.31% and 7.26%. Received 1 used and filled easypump ii lt 400-40-s-cis. As received condition, the clamp clip of received sample was clamped, and red closing cone was connected to the patient connector. Visual inspection had done throughout the received sample. No abnormality was observed at the received sample. The sample was decontaminated and sent for flow rate test (202402201413). The flow rate deviation from nominal flow rate for received sample was 0.94%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. However, there are some possibilities that to cause the fast flow rate to occur during application, such that one or combination factors are listed as below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10ml/hr to 11.8ml/hr. Factor 2: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folder outer shell according to IFU, the outer layer has to be unfolded properly prior filling. Refer figure 5. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Summary of root cause analysis: since the flow rate of received sample was within the specification, hence we considered this complaint as not confirmed. Cause : cause could not be determine. The flow rate of received sample was within the specification after sent for flow rate test, which is according to test method 116008 under lab condition. Corrections/containment plans with effective date: not applicable. Corrective actions with effective date: not applicable. Justification: not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.